Event description:
The reporter stated, the surgeon inserted a 12.6 mm micl 12.6 implantable collamer lens, but the lens would not unfold in the pt's eye due to the anterior chamber shallowing. The reporter stated, the viscoelastic was leaking through the temporal incision and this caused the anterior chamber to shallow. The reporter said, the pupil was not dilated very well. The pt jumped during the surgery and the injector came out of the incision. The lens was removed with no pt injury, no enlarged incision or sutures and the surgery was postponed for a later date. Another lens was not implanted. The reporter stated, the pt is doing well.

Manufacturer narrative:
Evaluation method: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.